Event description:
It was reported there was intermittent output seen via holter monitor, as well as intermittent high impedance, > 3000 ohms. At the time of lead revision, when inserting a wrench into the atrial lead in device header, there were air bubbles and fluid noted being released at the grommet. The lead was tested through an analyzer, with good sensing and capture. The lead was left in use and the pacemaker was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.